Manufacturer narrative:
The positioning sensor unit (psu) was sent to the vendor for analysis. Vendor analysis found that the customer fault description was confirmed and isolated to a faulted component on the mainboard. The mainboard was replaced followed by extended pyramid volume recharacterization. Unit passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Relevant devices incorrectly stated in initial report. Relevant devices to this system report are: product ID: 9733437, lot number: p718527. The polaris spectra (psu, product ID 9733437) was received by medtronic and analyzed. It was found that when connected to a known good system, the returned psu would not power up. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The positioning sensor unit (psu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: other relevant device(s) are: product ID: 9 735339, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the positioning sensor unit (psu) was not working.